Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the hickman s/l catheter products that are cleared in the us. The product classification code for the hickman s/l catheter product is identified. The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation, however, one photo provided for review. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520ce chronic catheter allegedly experienced stretched. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the broviac cv catheter products that are cleared in the us. The product classification code for the broviac cv catheter product is identified in d2. H10: the lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction was not returned to the manufacturer for evaluation, however, one photo provided for review. The investigation of the event confirmed catheter aneurysm. Based on the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: d1; h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520ce chronic catheter allegedly experienced stretched. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman s/l catheter products that are cleared in the us. The product classification code for the hickman s/l catheter product is identified in d2. H10: the lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction was not returned to the manufacturer for evaluation, however, one photo provided for review. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520ce chronic catheter allegedly experienced stretched. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.